Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined there was no pre-test performed due to damaged comb and comb springs which did not allow the cutter gear to match up and turn properly with the gear on the device. The comb and comb springs were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during processing the device was not working properly. There was no harm or delay reported. At product evaluation investigation the device comb was found damaged. No adverse events were reported as a result of this malfunction.